Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was unknown. At the time of this report the patient remained hospitalized and the peritonitis event was reported as ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.